Manufacturer narrative:
Product analysis: the display was confirmed to not be working properly. The issue was attributed to a damaged flex cable. The lower case was damaged. The hanger assembly was cracked. The main seal was protruding. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower display of the external pulse generator (epg) was illegible. The epg was returned for service. There was no patient involvement.